Event description:
The consumer reported that the implantable neurostimulator (ins) would not charge over (B)(4) since implant. The patient could not recharge during the call in order to troubleshoot. The consumer used the patient programmer to check the therapy status and found the ins discharged. There were no associated symptoms. The consumer later reported that they got the new equipment and the ins had been dead for about three days prior to (B)(6) 2016. The patient saw blinking squares and two were shaded. He rotated the antenna and got six boxes shaded. He would continue to charge as the ins was not depleted and at (B)(4) charged. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.